Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing, inadequate capture, and high pacing impedance were noted on the right ventricular (rv) lead. The cardiac physiologist suspected rv lead damage, however, diagnostic imaging was not performed. The device was reprogrammed to resolve the event. The patient was in stable condition.